Manufacturer narrative:
An assessment of the device history records for the production lot codes was completed based on the time provided and the time period used for statistical sampling for product release. Please note that a production/operator records review found fiber feed and open spunbond issues that may have caused or contributed to the reported complaint. However, the records demonstrate that quality system procedures were correctly followed, and the presence of this defect does not indicate a non-conforming quality system, per the allowable aql and rql in the product specification. This report is for the super absorbency. The regular absorbency report is in 2381757- 2017-00004.

Event description:
The consumer called to report 5-6 security® tampons have fallen apart during removal. She stated she uses regulars during the day and supers at night. One of each has fallen apart and forced manual removal of the pieces.